Event description:
Spontaneous. Spoke to pharmacist from hospital. Patient was admitted this morning due to double pump malfunction. Hospital has questions on how to infused rernodulin peripherally. No other information known. Prescriber has been notified. Reported to (B)(6)/caremark by: health professional.